Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-80815), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the phenom 27 catheter was returned for analysis with a pipeline flex shield inside the catheter lumen, in a dispenser coil, inside a sealed biohazard bag, and in a shipping box. Damaged location details: the phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was found to be in good condition. No voids or flashes were noted on the hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter was cut open to remove the pipeline flex shield device from inside the catheter lumen. The phenom 27 catheter¿s total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: there was no complaint against the phenom 27 catheter. Additionally, no damage was found with the returned phenom 27 catheter, and no issues were encountered during the device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the pipeline failure to open was not determined. It was the distal end of the pipeline which failed to open. There was possible resistance during delivery of the pipeline and the patient's vessel tortuosity may have contributed as well. However, it was noted that the pipeline was not deployed in a vessel bend. Premature deployment occurred after initially deploying the pipeline and attempting to reposition to the lesion site. The pushwire was not rotated or pulled back at any time. During attempted push-pull maneuvers to deploy the pipeline, recoil of the system was noted. Twisting of the pipeline was observed after retrieval but was consistent with the difficult opening/deployment issues. There was no damage observed to the phenom 27 microcatheter. After the pipeline deployed in the catheter, the system was retrieved together as a whole.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right c6 segment aneurysm with a max diameter of 3.7 mm and a 2 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 3.5mm distally and 3.9mm proximally. The access vessel was the femoral artery, with 4.8mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was 0. It was reported that the pipeline ped2-400-25 dense mesh stent was delivered to the target position via the phenom27 microcatheter, and stent deployment began. After the deployment of the tip end of the stent, it did not fully opened. Multiple push-and-pull maneuvers were attempted but failed to resolve the issue, and the midsection of the stent was found to be twisted. Further attempts to push and pull did not fully resolve the issue, and it was decided to retrieve the stent. During the process of retrieving the twisted stent into the phenom27 microcatheter, significant resistance was felt. After complete retrieval, it was found that the stent was retracted into the phenom27 microcatheter with large resistance. Upon removal, the stent became detached within the microcatheter, so the entire system was removed from the body. A new phenom27 microcatheter and a ped2-375-18 stent were used to successfully complete the procedure. The angiographic result post procedure showed normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.